Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability, and loosening of the tibial component at the cement to implant interface. Competitor cement was used. A total knee revision was performed. Doi: (B)(6) 2019. Dor: (B)(6) 2021; right knee.